Event description:
It was reported that this pacemaker recorded inappropriate atrial tachy response events due to far field over sensing. Reprogramming options were discussed around blanking periods. The pacemaker remains in service at this time. No adverse patient effects were reported.